Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2026 mpxr 1435476 (rep, hcp, for): information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l4/5 microdiscectomy for the posterior decompression of left l5 and s1 nerve roots. It was reported that a section of the arm remained loose and was unable to be locked in place. There was extended length of surgery/anaesthesia. The operation was continued as a microdiscetomy and no negative outcomes were reported. There were no patient symptoms reported. There were no further complications reported regarding the event.